Event description:
It was reported that patient presented remotely. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited far r over-sensing leading to inappropriate mode switch. Patient also experienced palpitation. Programming changes were made. Patient condition was stable.